Event description:
It was reported that during draw there was a clog and was not able to fill tube with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, translated from french to english: during a blood sample, the vacutainer clogs and it becomes impossible to fill the tube. Tube change without result. This is a recurring incident. Loss of time for the patient; dangerous handling for caregivers: risk of accidental exposure to blood.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated via visual inspection and performance flow testing, and the customer's indicated failure mode for insufficient blood flow with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to insufficient flow as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for insufficient blood flow with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Manufacturer narrative:
(B)(4). Medical device lot #: customer reported 18m20t1, however, that is not a batch number assigned to 367282. Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during draw there was a clog and was not able to fill tube with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: during a blood sample, the vacutainer clogs and it becomes impossible to fill the tube. Tube change without result. This is a recurring incident. Loss of time for the patient; dangerous handling for caregivers: risk of accidental exposure to blood.